Event description:
The manufacturer representative (rep) reported that the therapy was turning off by itself, this was occurring weekly, a couple times a week. One time the patient was walking when it happened and they did not have their programmer with them. The patient did confirm the implantable neurostimulator (ins) status with their programmer correctly during these events. The stimulation turned itself off when it should be one. The battery was read with the clinician programmer and saw that sometimes the stimulation was on and other times the stimulation was. There were no impedance issues and they were able to turn the therapy on. There was a discussion of the possibility of the patient pressing the wrong button on the programmer or recharger. The date of the event was in (B)(6) 2016. Other relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.